Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported experiencing low vacuum during cortex mode of a cataract procedure. The handpiece and cassette were exchanged with no improvement. The case was completed with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was confirmed (via event logs). The fluidics module was replaced to address the found system message (sm). The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 26, 2003. Based on qa assessment, the product met specifications at the time of release. The cause of the observed sm can be attributed the non-conforming fluidics module. However, how that fluidics module became non-conforming remains inclusive. (B)(4).